Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and fell. It was also reported that the right ventricular (rv) lead exhibited loss of capture, low impedance and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.